Event description:
During service the field service engineer looked into the ventilator diagnostics screen and noticed that the power supply would need to be replaced due to error code 1014. No patient involvement / harm.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship of the device to the reported issue. Root cause could not be determined. Failure investigation conclusion: this customer returned third generation power supply was tested and no failures were identified.